Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was jammed. A field service engineer (fse) found the full-height pocket b1 lid broken in drawer 6. The fse connected via remote smart service (rss) on the station and ejected the pocket. The issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was jammed, unable to close and remained stuck. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.